Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the screen was dark. It was also noted that the latch tabs were broken off of the cord door, the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board, the lower case feet were damaged, the system fan was intermittently noisy, the left keyboard hinge was broken, the keyboard latch was broken, the stylus was missing, and the printer did not print. (B)(4).

Event description:
It was reported the screen is dark. The programmer was returned for repair. No patient complications have been reported as a result of this event.